Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station currently offline, there was no power. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and module controller in drawer 6 was defective. A field service engineer inspected the station and found that the auxiliary drawer 6 had no lights on the module controller, drawer controller, or row boards. Using a meter, the engineer verified that the drawer controller was defective. The drawer controller and module controller were replaced. The engineer inspected and reseated the pyxibus cable, retractor band cable, and row board cable, and removed debris from the row boards. A proactive inspection process was performed. The station was tested in diagnostics, and all drawers were verified to function properly. The customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station currently offline, there was no power. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.